Event description:
It was reported that the pt experienced a loss of optimal coverage. It was determined the lead had migrated laterally. The pt underwent a revision to move the lead back into optimal position. A second percutaneous lead was also added in case the lead migrated again. Following revision the pt outcome was good.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.